Event description:
The lay user (pt) called alleging high readings on the lifescan meter (lfs) meter. The lay user passed out prior to testing. There is no information on what the blood glucose reading was prior to passing out. There is also no information on when the pt regained consciousness. The pt tested at work and received a "274". Emergency service arrived and the pt was treated with insulin. No information on what the reading was on the emt's meter. The pt went to the hosp and was tested in the hosp and received a 74 mg/dl. There was a one hour difference between the pt's meter and the hospital's meter. Customer service found out that the pt's meter was set to the incorrect unit of measurement (uom). The pt was was unware that the meter was set to the incorrect uom. The meter was also miscoded. When a meter is miscoded, it can produce incorrect blood glucose reading. There is no information on the pt's diabetes regimen or how long the meter was set to the incorrect uom. The meter is not a new product (out of box). The pt also mentioned they had a date/time issue due to a power loss of the meter. The battery was recently replaced after the incident. The pt was unable/unwilling to verify how long the test strips had been opened or the condition of the test strips. Customer service sent the pt a replacement meter, test strips and control solution.